Event description:
It was initially reported that high lead impedance was observed during diagnostic test performed. There was no known trauma or manipulation that could have caused or contributed to the high lead impedance. The patient was last seen in (B)(6) 2009 but it was unknown whether diagnostics were run on this date. The patient has since been referred for the possible lead and generator revision, which is likely to occur. A search performed in the manufacturer's programming history database indicates that the last known diagnostics performed were within normal limits.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.